Event description:
Customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer was advised to remove the battery for 30 minutes. The customer called back and stated that the alarm is recurring. Blood glucose value was 210 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.